Manufacturer narrative:
Additional narrative: date of device breakage is unknown. The revision procedure was scheduled for (B)(6) 2015; confirmation of surgical completion is still pending. (B)(6). Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a plate broke when the patient began weight bearing approximately four (4) months post-implant procedure. The patient was reportedly walking on flat surfaces at home. The revision/explant procedure was planned for (B)(6) 2015. This report is 1 of 2 for (B)(4).